Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information available, the failed repair was likely due to the condition of the patient¿s native valve as the valve was replaced. It was reported that after the ring was sewed in, there was still mild to moderate mitral regurgitation present, indicating the ring may not have been an appropriate treatment. The reported information indicates that there is likely no failure of the ring. (B)(4).

Event description:
Medtronic received information from the patient that following the implant of this annuloplasty ring, the ring "failed" and a bioprosthetic valve was implanted. The patient reported that the doctor stated that he tried to repair the valve with the ring but the ring failed during the surgery so they implanted a valve. The patient did not have information on what the "failure" of the ring was. Additional information was received from the surgeons office from the operative report: after the ring was sewed in, there was still mild to moderate mitral regurgitation present. The posterior leaflet was fixed, the anterior leaflet was mobile and there was an eccentric jet from the p3 scallop and leakage from the a3 scallop. It was decided to replace the mitral valve and the ring was removed.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. The device history review and investigation are still in progress, once the review and investigation are complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.